Event description:
Distributor contacted dexcom technical support on (B)(4) 2015 to report on behalf of patient a missing sensor wire that occurred on (B)(6) 2014. Patient stated that upon removal of the sensor pod, there was no sensor wire found. At the time of contact, the distributor did not report any injury or medical intervention. Patient wore the sensor beyond seven days, against user's guide specifications.

Manufacturer narrative:
(B)(4).